Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cardiac arrhythmia planned treatment (non-emergency). The procedure was completed as planned by using the wired footswitch. It was reported to philips that the wireless footswitch failed to produce fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the wi-fi foot pedal was not functioning with the fluoroscopy and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the wi-fi (led) indicator on the wireless footswitch was flashing red, while the battery indicator was green confirming fluoroscopy was not functioning, while exposure was working as expected. To resolve the issue, the fse replaced the wireless footswitch. The defective part was sent for analysis, for wireless footswitch malfunction was found and the failure was found to be the faulty control and loose bracket. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch failed to produce fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.